Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured when it was inflated at 7.5 atm. The customer reported that no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal dilation procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured when it was inflated at 7.5 atm. The customer reported that no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found a longitudinal tear from the tip of the balloon to the proximal section of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.